Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported their esprit v1000 ventilator shut down and alarmed during therapy. No patient harm was reported.

Manufacturer narrative:
Attempts were made to obtain further information. To date no further details have been received. Should additional information become available, this record will be reopened and updated accordingly.